Event description:
It was reported by the field service engineer (fse) that a repeated 32056/ 905 errors occurred on arm3. The fse already helped customer to hard power cycle, but it did not resolve. The fse guided customer to disable the usm and to continue with three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive field services engineer replaced the universal surgical manipulator (usm). The unit involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .